Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter is attorney. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a primary left knee arthritis due to osteoarthritis. Two depuy cement products were used during the primary operation. There were no indicated intra-operative complications. On (B)(6) 2016, the patient underwent a left knee revision with tibial insert exchange due to an unknown reason. The revision operative note was not available at the time of review. On (B)(6) 2019, the patient underwent a left knee revision due pain and tibial tray loosening at the cement to implant interface involving two depuy cement products. Competitor products were implanted with competitor cement. There is no indication the depuy patellar component was revised. All remaining products were revised. There were no indicated intra-operative complications. Doi: (B)(6) 2014, dor: (B)(6) 2016 (insert), dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.